Manufacturer narrative:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 2180.

Event description:
The site reported that during the implant procedure for a light adjustable lens lal, sn (B)(4), +12.0d a capsular bag tear occurred and dislocation of the lal was noted. During attempted repositioning of the lal, a bent haptic was noted. The surgeon, therefore, explanted the original lal and placed a new lal (sn 70042650741, +11.0d) in the sulcus. The surgeon also performed a vitrectomy. Rxsight's first awareness of this event was on (B)(6) 2023.